Manufacturer narrative:
H3 and h6: a philips response center engineer (rce) spoke to the customer. According to the rce, the pic ix was not tested, as the customer was asking for an audit log review of the incident. The rce was provided a copy of the alarm audit lo from the pic ix, however, the incident occurred on 01nov2019, and the data provided only went back to 03nov2019; therefore, the data requested by the customer could not be reviewed. Attempts were made to obtain the alarm audit logs for 01nov2019, but no further information was provided. A product malfunction could not be ruled out, as alarm audit logs for the incident was not provided. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time. Should additional information be received, this report will be reopened for further investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that around 16:45, a patient in room 111_06 would have been in a state of desaturation (87%), but no alarm sounded at the central station (pic ix). A bronchial aspiration was subsequently made to the patient. No further information regarding the patient, such as gender, age, height, and weight, had been made available at the time the reporting decision was due.